Event description:
An aus device was implanted on 2/27/97. The cuff was removed on 3/7/97 and replaced on 5/12/97. Info received on 7/11/97 indicates pt states "he experiences some minor leakage after sitting."